Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a crematory with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).